Event description:
A 16 mm wide by 150 mm long abre stent by medtronic was placed in my left common iliac vein to treat may-thurner syndrome. Unfortunately, the stent has clotted multiple times, on multiple different blood thinners. Prior to placing the stent, I had zero blood clots. Clotting disorders have also been thoroughly assessed and ruled out. I only started getting clots once the stent was placed, and the dvts only occur inside of the stent. The clotting has been so frequent and so severe, that now I have a permanent in-stent stenosis, such that my body only has 35% cross-sectional area available for flow. The stent has clotted and remained clotted on xarelto, eliquis, lovenox injections, and warfarin. All combined with a daily baby aspirin. I am now left with the severe and permanently disabling consequences of an in-stent thrombosis, including an ongoing risk of the dvt (deep vein thrombosis) extending into my left leg, and if any part of the clot breaks off a pe (pulmonary embolism), a stroke, or a heart attack. I also can no longer walk, and I am completely bedridden in extreme pain with no quality of life. I have an abandoned medical device inside of my body that has completely ruined my life and my future. I wish I had never gotten this stent and had done a different surgical technique to treat the compression. I have copies of all of the venograms and the CT scans that show the clotted stent and the permanent narrowing, if you would like to get copies of that and look at it.